Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a non-st-elevation myocardial infarction. Two xience sierra stents (2.50x18mm and 2.50x33mm) were implanted on (B)(6) 2020. On (B)(6) 2020, the patient was re-admitted with cardiovascular symptoms including epistaxis. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.